Event description:
Itit was reported that when the subject balloon was inflating in the vessel, however,it couldn't be seen because the contrast agent was full of the expanded balloon. The subject balloon was withdrawn from the patient and found plenty of bubble went into the contrast. The operator thought there was invisible leaked point on the subject balloon and made the subject balloon unable to be inflated. The procedure was completed with another one without clinical consequences to the patient.

Manufacturer narrative:
The device history record (DHR) review confirmed that the device met all material, assembly and performance specifications. Analysis of the returned device revealed the inner shaft under the hub inflation port appeared to be perforated and the crystallized substance (appeared to be saline) was in the catheter and balloon. No anomalies were observed along the outer shaft length and balloon portion of the catheter during analysis. Following the functional test, there was no friction or resistance was encountered when advancing the demo guidewire through the balloon catheter. While pressurizing the balloon, the water was leaking through the guidewire port and the balloon could not be inflated. Additional information provided by the customer indicated that the device was confirmed to be in good condition after unpacking and during preparation, the device was prepared as per the device direction for use (dfu), there was no resistance advancing the guidewire through the balloon catheter, and continuous flush was maintained. It is possible the guidewire may have been inserted into the wrong port and punctured the shaft during preparation. However, this could not be conclusively determined as the guidewire used in the procedure was not returned for analysis. Therefore, an assignable cause of undeterminable has been assigned to the reported event and analyzed anomalies.

Event description:
Itit was reported that when the subject balloon was inflating in the vessel, however,it couldn't be seen because the contrast agent was full of the expanded balloon. The subject balloon was withdrawn from the patient and found plenty of bubble went into the contrast. The operator thought there was invisible leaked point on the subject balloon and made the subject balloon unable to be inflated. The procedure was completed with another one without clinical consequences to the patient.